Manufacturer narrative:
Other applicable components are: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of the patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient¿s leg was not functioning and was weak and numb. The patient was brought to the hospital in an ambulance and they were instructed to turn off the ins. The patient¿s doctor decided to explant the lead on (B)(6) 2018 as they did not know if the lead was causing the weakness. It was reported that the patient had an epidural hematoma and the whole system was explanted as a result. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the hospital policy is to discard the explanted devices. No further complications are anticipated.